Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an injection of vancomycin (1 gram once in four days, route not reported) and an injection of amikacin (250 mg every day, route not reported) for peritonitis. The antibiotic treatment was ongoing. At the time of this report the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
On the same day as peritonitis onset, the patient was hospitalized for the event. Three days after peritonitis onset, the patient¿s peritoneal dialysis (pd) catheter was removed, dianeal therapies were discontinued, and the patient was switched to hemodialysis therapy. On an unreported date, treatment with vancomycin and amikacin was discontinued. At the time of this report, the patient remained hospitalized, the peritonitis was not resolved and the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.